Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the in the preoperative preparation room, the doctor used a pressure sensor and its accessories to perform invasive arterial monitoring on the patient. After 3 minutes of use, the pressure sensor was found to be leaking. Upon inspection, cracks were found on the pipelines of the pressure sensor and its accessories. A new pressure sensor and its accessories were immediately replaced, and no abnormalities were found. Due to the replacement of the new pressure sensor and its accessories, the patient's surgery time was delayed by about 5 minutes. Fortunately, the pressure sensor leakage was discovered in time, otherwise it would affect the patient's monitored blood pressure value and affect the doctor's judgment. There was patient involvement, and no patient harm/adverse event reported.